Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The alternating current inlet rear was damaged and the connecting wires were pushed off. In addition, power switch damage with cracked protective cover was noted. The light-emitting diode was not lighting up and its plastic cap was torn. Furthermore, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
A user facility reported that the maintenance unit male power cord connector is broken. The event occurred during reprocessing. During a standard service inspection of the customer returned device, power switch damage was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the damaged power switch and ac inlet could not be determined. Olympus will continue to monitor field performance for this device.